Manufacturer narrative:
Inspected one open or used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test and sensor failed per specifications due to high readings.

Event description:
It was reported via phone call that customer experienced high blood glucose of 400mg/dl. High blood glucose was treated with use of the pump. Customer also states that their sensor giving calibration error and sensor getting off. Customer performed troubleshoot for calibration error but declines to perform troubleshoot for high blood glucose level. The insulin pump will not be returned.